Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump with the wall adapter. Subsequently, the customer reported that the pump did not reduce the recommended bolus amount when there was insulin on board (iob). Reportedly, to resolve the issue, the customer delivered a manual bolus request. The customer declined to perform troubleshooting with tandem technical support. Blood glucose level was not impacted.